Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2020-mar-10. It was reported that the report that the catheter was hitting an old fracture was not in reference to a migration/dislodgement and nothing was hitting any old fractures. It was noted that the cause of the inability to aspirate the catheter was an obstruction distally. The catheter was divided. The proximal segment was flushed and the distal segment was replaced. The patient's outcome was dissatisfaction. Between the decision for a dye study to referral and surgery, greater than 3 weeks had passed and the patient had either gone through withdrawal prior to seeing the hcp or was taking opiates by mouth in significant amounts. The patient had dose increases programmed by their pain specialist prior to being referred and it would not have been appropriate to restart that dose with a new patent catheter. It was confirmed that the device was working at the time of report.

Manufacturer narrative:
Continuation of d11: product ID: 8780 lot# serial#: (B)(6); implanted: on (B)(6) 2015; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a consumer. The patient was in a really bad car accident on (B)(6) 2019 and the patient started having return of pain. The date of the event was noted as having been on (B)(6) 2019. A physician had increased the medication, but it was not helping. The pump was noted as having administered dilaudid. The performed a catheter dye study last month and it was determined there was something wrong with the catheter and it would need to be replaced. It was further noted that a surgeon replaced the catheter on (B)(6) 2020. As per the manufacturer¿s device registry, the catheter was revised / partially reused on (B)(6) 2020. It was noted that the physician told the patient he was decreasing the amount of medication because they are not sure how long the patient had not been getting the medication. The patient was described as having been an rn for 30 years and that made sense to her. It was further indicated that the surgeon told the patient¿s husband that "the pump must not have been working since it was implanted" and they decreased the medication from mg to mcg. The pump was indicated as not having been set that low for something like 5 years. The patient then started going through withdrawals on (B)(6) 2020. The patient felt "sick as a dog" and did not feel well at all. The patient was going "through massive withdrawals". It was indicated that the pump was working just fine until the car accident on (B)(6) 2019. The patient had called the surgeon who had the pump medication decreased to have the medication increased, but they told her they would not. The patient was wondering if the company representative knew what the pump was set at prior to being turned down. The name of the company representative was reported as having been unknown. After they replaced the device, they told her she could have to stay overnight. It was indicated that everything went wrong with the hospital (not the pump or therapy) and that they didn¿t even know what side the pump was on prior to surgery. The surgery was 3 hours later than when it should have been, and the patient did not feel safe staying there. It was indicated that they told the patient she could leave the hospital if she signed an "against medical direction", which she did, and they then gave her a tube of antibiotic ointment. It was further reported that the surgeon also disabled the personal therapy manager (ptm) and the patient was not able to do any boluses. The surgeon also would not add the ptm to the pump and they redirected her to the managing physician. The patient had a new managing physician. The patient was to follow-up with their managing physician regarding patient activated boluses having been disabled and the pump settings. The patient had tried to call her physician, but he was out until tomorrow. The pump was currently administering dilaudid of an unknown concentration at an unknown dose rate.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 240.0mcg/ml at 62.48 mcg/day, dilaudud 30.0mg/ml at 7.810 mg/day and bupivacaine 25.0mg/ml at 6.508 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2020 the patient was calling regarding compatibility guidelines for an MRI. The patient stated that they were performing the MRI to check the placement of the catheter. The cat scan was performed and the catheter was hitting an old fracture. The patient stated she had been having problems since her car accident. The patient had been seeing their healthcare provider and he was checking the catheter to make sure it was working before adding a medication. The patient stated they have been having a lot of pain that has been getting gradually worse since their car accident about 7 months ago. The patient stated they met with their healthcare provider last thursday to try a different drug and the healthcare provider "tried to pull the drug out from the port and couldn't get anything". The patient stated the healthcare provider told them the catheter isn't working. The patient stated that the catheter was not working because when they sat up they couldn't feel anything from the waist down and was "totally paralyzed" and states it was gradual and then couldn't feel anything below the chest. The patient stated she was rushed to the ER (emergency room) and was given oral medication though the patient didn¿t know what it was but stated it was "anti-inflammatory usually given for brain swelling". When sensation came back, the patient was "screaming her head off with pain". The patient stated their healthcare provider thought the patient was having a panic attack. The patient¿s healthcare provider redirected the patient to have the catheter replaced. No further complications were reported regarding the event.